Event description:
According to the reporter: after firing 30mm, the rest of the staples came out of the cartridge. The surgeon changed to another device and completed the operation. Or time was reportedly extended beyond 30 minutes.

Manufacturer narrative:
(B) (4).